Event description:
It was reported that the pump battery was depleting too quickly. There was no reported impact to the customer's blood glucose level. The customer decided not to return the pump, and further details or corrective actions were not provided.